Event description:
In this event it is reported that a patient experienced an allergic reaction to ah plus export 3ml china during use. The paste leaked onto the patient's gums causing redness and swelling. The procedure was immediately stopped and the area rinsed with running water. It is suspected that the patient is allergic to a certain substance in the product.

Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient¿s symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review. No returned product, no lot, for this no investigation possible.